Event description:
Reporter indicated that patient's device "is not working" and that the patient has experienced a recent increase in seizure activity. The patient resides in an assisted living facility that is 100 miles away from treating neurologist's office. Caregivers at assisted living facility plan to contact a neurologist that is closer to the facility so that device diagnostic testing can be performed.